Event description:
A malfunction was reported on a customer¿s insulin pump, causing the blood glucose level to rise to 497 mg/dl. This elevated level required the customer to perform a correction injection using multiple daily injections (mdi). The pump was replaced to resolve the issue, and the customer will use mdi as a backup therapy until the replacement arrives.